Manufacturer narrative:
Additional codes added to section h6 evaluation codes method, result and conclusion. Device evaluation summary: one ht70 pump and manifold assembly was returned to medtronic for further analysis. Initial inspection of the parts revealed shredded bearings and black residue from the bearings found within the linkage cover on the big cap side of the pump. The parts were was installed in a ht70 test ventilator. Once ¿start ventilation¿ was pressed, the pump was unable to turn and after a few seconds the device gave a ¿check circuit or prox line¿ alarm and proceeded to power down. The customers complaint of ¿ventilation stopped¿ was confirmed. At the time of the investigation, the system error was unable to be replicated. The alarm history of the vent was unable to be verified as only the pump was returned for investigation. Root cause has been isolated to radial bearing failure due to linkage arm¿s topmost radial bearing on the big cap side had failed and was no longer able to rotate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: additional information was received regarding the repairs of the ventilator on 2019-jul-01. A third party service provider (tokibo) evaluated the device and replaced the pump to resolve the reported issue. The device was reported to be in working condition. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a home-care patient, the ht70 ventilator generated a system error and ventilation stopped. The device was powered off and on to stop the continuous alarm but the device could not be used after it was restarted due to the system error. The patient was removed from the ventilator and there was no harm to the patient as a result of the event. The patient was noted to not be ventilator dependent as the patient only used the ventilator at night. The issue was taken care of by the patient breathing spontaneously. A replacement ventilator was provided at a later time.